Event description:
It was reported per call report that the screen on the intra-aortic balloon pump (iabp) went blank. Pump shut off after 10 minutes on battery. The perfusionist stated that they had switched the patient over to another iabp and the patient was doing fine. The clinical support specialist (css) confirmed to the perfusionist that he did the correct course of action. Perfusionist asked what was wrong with the pump. Css informed the perfusionist that she was not sure, but it sounded like the battery was not charged. Css stated that this could have occurred due to the pump not being plugged in or the battery not holding a charge. Nonetheless, the pump should be looked at by a trained biomed professional. The perfusionist stated that they need a back up pump.

Manufacturer narrative:
(B) (4). Product will not be returned for evaluation.